Manufacturer narrative:
The device was received on (B)(6) 2013. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the device alarmed with a 11/004 (less than 2.0 volts on lithium battery) service alarm code. The pump was returned to the biomedical department with an unsigned note for routine verification testing. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. No additional info was provided.